Event description:
Customer reports the pt had a post operative wound infection that the dr felt was due to a suture reaction.

Event description:
Customer reports, the pt had a post-op wound infection that the dr felt was due to a suture reaction. A re-operation was required.

Event description:
Customer reports, the pt had a post operative wound infection that the dr felt was due to a suture reaction.